Event description:
Additional information received: describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. No injury fortunately to any patients. The astute nurse noticed the rubber in the vail and wasted the medication.

Manufacturer narrative:
Follow up MDR for additional information and device evaluation. It was reported the blunt tip needle cut a large piece of rubber off the vial. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a syringe with solution and a needle assembly. The syringe has a yellow circle drawn in the area where the syringe rubber stopper is. From the photo, it is not possible to observe the piece of vial rubber stopper reported by the customer. A device history record review was completed for provided material number 305180, lot 3320267. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer could not be confirmed. Without the actual physical sample analysis, a probable root cause could not be offered. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Material # 305180 batch # 3320267. It was reported by customer that while drawing up a med, the blunt tip needle cut a large piece of rubber off the vial and it ended up in the syringe. Verbatim: when drawing up a med, the blunt tip needle cut a large piece of rubber off the vial and it ended up in the syringe.

Manufacturer narrative:
Initial MDR submission with device evaluation. It was reported the blunt tip needle cut a large piece of rubber off the vial. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a syringe with solution and a needle assembly. The syringe has a yellow circle drawn in the area where the syringe rubber stopper is. From the photo, it is not possible to observe the piece of vial rubber stopper reported by the customer. A device history record review was completed for provided material number 305180, lot 3320267. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer could not be confirmed. Without the actual physical sample analysis, a probable root cause could not be offered. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.